Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, while on closure of the tissue, the device did not fire. The surgeon did a manual closure to resolve the issue.